Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and discussed that device data showed variable impedances from 67 ohms to currently 134 ohms. No adverse patient effects were reported. This device system remains in service.